Event description:
This 2-yr-old child was admitted to the ER, with CPR in progress, near drowning in the bath tub. Part of her resuscitation , included the insertion of an intraosseous needle into the r-tibia for IV access. While attempting to remove the needle later, the plastic hub detached from the needle when pulled. Part of the needle then broke off, when an attempt was made to remove it with a clamp, the small puncture site was converted with a pressure dressing, an x-ray was completed and a peds-surgical consult was called.